Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation the service technician observed visible foam particles inside the blower kit. The device displayed error codes e007(err_software), e053(err_comp_log_sem_timeout), e063(err_stuck_knob_key) and had dust contamination. The device was scrapped.